Event description:
It was reported that approximately 65 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteolytic bone loss, osteolytic change, and recalled polyethylene. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2024-01379, 1038671-2025-00881 d10: (B)(6) - 130-28-51 - nv gxl linr, ntrl, 28mm ID, group 1 cups (B)(6) - 170-28-03 - biolox delta femoral head 28mm od, +3.5mm (B)(6) - 186-01-50 - integrip cc, cluster 50mm, g1 (B)(6) - 190-30-06 - alt ha s clr std sz 6 (B)(6) - 180-65-20 - alteon 6.5mm screw, 20mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01379, 1038671-2025-00881. The most likely underlying cause for the revision reported is prosthesis wear and loosening and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.